Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified missing (0-25%) of the shell, broken shell and device was underweight. A visual and microscopic analysis was performed which identified an opening(striated), opening(sharp), and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to a surgical impact opening, and a striated(edge) opening due to surgical damage consistent in the use of a surgical tool, and missing shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.